Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was high at 419 mg/dl and the display screen was blank. Customer indicated that incident occurred during a bolus. Troubleshooting indicated that the pump was working as designed and explained settings and battery out limit to customer. Customer did not want to troubleshoot for high blood glucose.